Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 ns 20ml had foreign matter in the syringe. This occurred on 5 occasions before use. The following information was provided by the initial reporter: there are plastic particles visible on the plunger tip and in the syringe itself. This was found in many.

Event description:
It was reported that syringe s2 ns 20ml had foreign matter in the syringe. This occurred on 5 occasions before use. The following information was provided by the initial reporter: there are plastic particles visible on the plunger tip and in the syringe itself. This was found in many.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 309210 lot 9088977 to investigate for this record. Visual examination of the returned photos concluded the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned "particles" consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment has been completed as an indicator for materials-medicated adverse effects. All tests passed and the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. Bd has initiated the appropriate corrective and preventative actions for this issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816. H3 other text : see section h.10.